Manufacturer narrative:
A field service engineer (fse) was onsite to troubleshoot the device. Upon evaluation, the fse replaced the yellow connector and verified the equipment to olympus instructions. The equipment passed the electrical safety test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the endoscope reprocessor connector has a broken edge upon preventive maintenance inspection. During device evaluation onsite, a damaged yellow connector was confirmed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A correction to the initial report: the device was inspected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the connecting tube could not be connected due to a loose and broken connector. Stress may have been accumulated toward the loosened direction of the connector. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.